Event description:
It was reported that the pump miscalculated boluses. Pump carbohydrate ratio and correction factor settings were checked and found to be correct. Customer¿s blood glucose level was 148 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.